Event description:
Distributor reported on behalf of home-care pt that during use of the listed device the pt reported to ER due to unresolvable hyperglycemia. The report states that the pt began to experience high blood glucose levels along with an occlusion alarm from their insulin pump in the event of (B)(6) 2014. The pt changed the administration set which appeared to resolve the alarm. The next morning, the pt's blood glucose levels remained elevated. The pt again changed the infusion set and delivered multiple correction boluses of insulin, but her blood glucose levels remained high. Pt became ill and began vomiting. The pt reported to ER on (B)(6) 2014 for infusion of insulin and fluids prior to release from the hospital 7 hours later. The report states that the following removal of the last subcutaneous infusion set, the pt found the cannula to be occluded with blood. No permanent adverse effects to pt reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow -up report detailing the results of the eval.